Event description:
It was reported that the patient had undergone a coronary artery bypass graft and was being weaned from intra-aortic balloon pump therapy, when blood was noticed entering the pump's gas tubing, and the pump alarmed. A decision was made to remove the iab. Replacement was not considered to be necessary. The patient did require femoral artery repair to relieve ischemia of the leg. The patent's severe vascular disease is felt to have greatly contributed to the damage of the femoral artery.